Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states:  "do not calibrate if the glucose reading error symbol shows in the status area."

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient calibrated during ??? Symbol against user guide recommendations. Patient did not report any injury or medical intervention.